Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "bulldog clamps are not able to clamp a tissue properly. After clamping bleeding does not stop. Poor clamping". Additional information received states that the surgeon used a different instrument to complete the procedure. No medical intervention required. The patient status is reported as stable.

Event description:
It was reported that "bulldog clamps are not able to clamp a tissue properly. After clamping bleeding does not stop. Poor clamping". Additional information received states that the surgeon used a different instrument to complete the procedure. No medical intervention required. The patient status is reported as stable.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 353064. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The complaint will be reinvestigated if the customer's sample is received. Teleflex will continue to monitor and trend for reports of this nature.